Event description:
A consumer reported receiving a high blood glucose value of 72mg/dl on their precision xtra meter when compared to a valid laboratory comparison of 52 mg/dl. These values when plotted on a clarke error grid fell into the d zone showing the difference to be clinically significant. No death, serious injury or medical intervention was report with the event.